Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine inspection that the cardiosave intra-aortic balloon pump (iabp) helium was slightly reduced after the equipment was placed. The customer has been advised to observe further. There was no patient involvement reported.

Manufacturer narrative:
Updated field: b3, b4, d8, e1 (initial reporter, event site address, event site address line 2, event site city, event site telephone), e2, e3, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected field: e1 (occupation). A getinge field service engineer (fse) spoke with and instructed the customer how to replace the sealing ring between the helium cylinder and the main unit. Post replacement, the leak then stopped.